Manufacturer narrative:
H.6. Investigation summary: one photo was provided for investigation. It shows a syringe with the plunger rod all the way up, and it has the plunger rod separated from the stopper. No manufacturing issues were experienced during the production of these products. After expelling the solution, the syringe needs to be disposed. The syringe is not designed to pull the plunger rod up. Possible root cause, customer misuse. The syringe is designed to push the plunger rod down while expelling the solution. It is not design to pull the plunger up. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe stopper separated from the plunger rod. This occurred on 5 occasions before use. The following information was provided by the initial reporter: the head nurse feedback that each time pulled back, the stopper was separated from the plunger rod and cannot be used.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe stopper separated from the plunger rod. This occurred on 5 occasions before use. The following information was provided by the initial reporter: the head nurse feedback that each time pulled back, the stopper was separated from the plunger rod and cannot be used.